Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4) - device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did confirm the tangle tubing. This is a single use device and will not be repaired. No other observation was found on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that one (1) infusor was found with entangled coiled tubing observed after filling. Entangled coiled tubing was stuck between the housing and the volume indicator. The device was filled with 5-fluorouracil and saline. There was no patient involvement and no patient injury and medical intervention. The actual sample is available. No additional information.